Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the storage device failed due to insufficient storage space. A clicking noise was heard, indicating that the device attempted to open but was unable to do so the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that no drawer failures were displayed on the system screen, while the customer reported a consistent issue with cubie pocket b3 in the full height cubie drawer numbered five. The fse inspected the cubie trays, verified that all muscle wires were intact, and confirmed that no debris was present. After the customer unloaded the medication and replaced the cubie, a diagnostic test was performed and all cubies passed, confirming normal operation. The system functioned as intended after field service engineer repaired the device.